Event description:
Patient underwent peg placement in 06. Six days later the patient became febrile & developed tachycardia. Patient expired four days later. Autopsy report says peg tube displacement with extensive leakage & soiling of peritoneal cavity.